Event description:
It was reported that the patient presented with persistent history of low back pain. According to the operative report, a lumbar MRI and discogram were completed which demonstrated degenerative changes with diskogenic pain at l5 ¿ s1. The actual imaging reports were not provided. On (B)(6) 2007, the patient underwent laparoscopic anterior lumbar fusion with lt cages and bmp to treat l5-s1 spondylosis. No complications were reported. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.